Event description:
The handheld computer was returned for analysis. No anomalies associated with the main battery were identified during the analysis. During the analysis it was identified that the sync cable connector on the bottom of the handheld was damaged. The cause for the damage to the connector is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. The non-responsiveness from the handheld computer was due to a damaged connector receptacle where the serial data cable normally attaches; receptacle became partially separated from the main pcb with some broken connector pins; most likely associated with wear or excessive cable manipulation.

Event description:
A vns consultant reported that his dell handheld computer will no longer hold a charge. When it was charged overnight it would not charge. The product is being returned for analysis.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.